Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during pancreatectomy, after 2 hours of procedure, the dissector (scd26) device stopped working, they used another like device and it worked fine. The loading unit did not fire. Another same loading unit and from the same batch was used and worked normally, and the case was completed. There was no patient injury.